Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A filament issue was reported with use of the abbott diabetes care (adc) device. After the sensor was applied, the tip of the sensor remained in the customer's skin. The customer observed slight bleeding at the application site and then removed the filament by themselves. No third-party treatment/medication was provided. There was no report of death or permanent injury associated with this event.